Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error. The customer experiencing high blood glucose and there blood glucose was 358 mg/dl and treated with bolus. No harm requiring medical intervention was reported. The customer reported that they did not allege insulin pump was under delivering. The customer stated that the drive support cap was normal. The insulin pump will not be returned for analysis.